Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported her stimulator seemed to not be working. There were no further complications that have been reported as a result of this event.

Event description:
Additional information was received from a consumer. Patient stated that they wrote a letter to medtronic about their patient programmer not working for their bladder. And then they received the follow up letter medtronic however they could not answer any of the questions that medtronic asked. They stated they could not remember when the issue started. Patient stated they had not been able to get anything out of their device for quite some time. They clarified it as the therapy stopped helping their bladder some time back and that they've had bladder issues. They mentioned that they had an a-fib and was in the hospital with heart problems and was in the ICU for a while. They had to reshock patient's heart. Patient had their patient programmer with them so the nurse was helping them shut off the device. And the patient programmer worked that day but then after that it seemed like they were not getting anything out of it. Patient mentioned that the jumpstart was 2015-nov-13. They also mentioned they had 2 bags of blood in 2014 and was when it seemed like the bladder was not doing what it was supposed to. They then stated that the therapy was working off and on and that it was not very good. Patient again confirmed therapy stopped in 2015. After jump starting their heart and shutting programmer off, they could not get programmer to come back on to work. They clarified it as the remote which gave them a couple of little jolts and then it quits. Patient said they could not get it to come back on. When patient got home and after feeling better they tried to get the programmer going. They thought it was batteries in programmer or something. They went to healthcare professional (hcp) and hcp did not how to fix it. They called a manufacturer representative (rep) in milwaukee to come and fix it. Nothing was said about the bladder. Patient said hcp came back in with that thing from the guy and it was just something to do with batteries, hcp did not know how to put them in. Patient mentioned pp quit working anywhere between the latter part of 2016 and 2017, then said it was acting silly in 2015. Patient tried using the programmer a year, maybe 6 months ago and could not get itto work. They blame it for being in the hospital so much and they were doing different things. They always had to shut it off when they were doing something. Patient says something will pop up and flash off and then after a while they could not get it up at all. Patient says they cannot get the programmer to pump up. Troubleshooting was offered to patient during call but patient said they were very tired now. Patient mentioned the last time they had someone help them use their programmer, they could not even get it on.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). They reported that patient was last seen in clinic in (B)(6) 2013 where batteries were changed in device. It was unknown who was caring for patient's device at this time. No further complications were reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient they didn¿t remember when they first started experiencing the stimulator not working or what the issue was. When asked for the circumstances that led to the stimulator not working the patient stated they thought to change the device programming and that was all they could remember. When asked for the steps taken to resolve the stimulator not working the patient stated they checked the batteries and they thought it didn¿t work after they had to receive their ¿heart rejumped¿ on (B)(6) 2015. The patient continued that the nurse and the patient couldn't restart their hand remote to get it to restart. No further complications were reported.